Event description:
Related manufacturer report number: 2017865-2021-35542. It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise leading to pacing inhibition with possible inappropriate therapy. The ra and rv lead were explanted and replaced. The patient was stable.